Manufacturer narrative:
No batch traceability analysis could be done as the concerned defective catheter has been discarded, and the reference/catalogue number has not been noted. The product was not returned and no investigation could be carried out on the device. This file is closed. This report is being resubmitted because the previous report sent on 04/01/2025 (increment 3001587388-2025-00001) was not accepted. This report is being resubmitted for an error in the product code, "gmw" instead of "gwm".

Event description:
The icp monitor pso-4000 reported e001 error due to a clot in the probe or a broken probe wire on the icp(ict) monitoring catheter. When the department used the equipment to detect the patient's intracranial pressure and other parameters, the equipment reported an error of e001. The hospital staff considered that there was blood clot in the probe or the probe wire was crushed, which led to the icp monitor error e001. The device continued to be used normally in the hospital, and there was no feedback on the catheter. The concerned defective catheter has been discarded, and the reference/catalogue number has not been noted.

Manufacturer narrative:
No batch traceability analysis could be done as the concerned defective catheter has been discarded, and the reference/catalogue number has not been noted. The product was not returned and no investigation could be carried out on the device. This file is closed. This report is being resubmitted because the previous report sent on 04/01/2025 (increment 3001587388-2025-00001) was not accepted.

Event description:
The icp monitor pso-4000 reported e001 error due to a clot in the probe or a broken probe wire on the icp (ict) monitoring catheter. When the department used the equipment to detect the patient's intracranial pressure and other parameters, the equipment reported an error of e001. The hospital staff considered that there was blood clot in the probe or the probe wire was crushed, which led to the icp monitor error e001. The device continued to be used normally in the hospital, and there was no feedback on the catheter. The concerned defective catheter has been discarded, and the reference/catalogue number has not been noted.

Event description:
The icp monitor pso-4000 reported e001 error due to a clot in the probe or a broken probe wire on the icp (ict) monitoring catheter when the department used the equipment to detect the patient's intracranial pressure and other parameters, the equipment reported an error of e001. The hospital staff considered that there was blood clot in the probe or the probe wire was crushed, which led to the icp monitor error e001. The device continued to be used normally in the hospital, and there was no feedback on the catheter. The concerned defective catheter has been discarded, and the reference/catalogue number has not been noted.